Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, medication dispensing system clock was 10 min out of sync from other device in customer facility. The customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the system clocks were 10 minutes out of synchronization with other facility devices. A technical support specialist (tss) dialed into the server and ran a query to check station times, identifying four stations with a delay of approximately 10 minutes. The tss then dialed into each affected station and updated the station names accordingly and informed the customer to verify the changes. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, medication dispensing system clock was 10 min out of sync from other device in customer facility. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.